Event description:
Report received of no audible alarm tone prior to the pump powering itself off. The device was returned to the biomedical engineering dept with an unsigned note that stated, "it turned off after use." No tracking info was provided; therefore, specific pt info, pump programming, or event detials were not available. During testing by the user facility's biomedical engineer, the device powered off by itself after 2 or 3 minutes of operating on both ac and battery power. After the power loss, the pump sounded an audible alarm tone and the screen was noted to be blank. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.